Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the received device. Visual analysis of the returned sample revealed that the screw shank component got separated from the head component. The dimensional analysis was not performed due to the post-manufacturing damage. The fell apart condition of the received screw implant was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of the depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the screw head and shank components fell apart and were separated. While no definitive root cause could be determined, it is possible that the screw fell apart due to a random component failure caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities document/specification review: the following drawing reflecting the current and manufactured revision was reviewed: 4.5mm ti toploading canc screw neutral, 8mm - 50mm. Device history lot: part number:04.615.222s; synthes lot number: h859970; supplier lot number: n/a; release to warehouse date: 25mar2019; expiration date: 25mar2039; manufactured by synthes brandywine. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: mni, kwp, and nkg. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a posterior cervical thoracic fusion at c3-t1, the screwhead came off the screw core. The procedure was completed with a replacement. This report involves one (1) 4.5mm ti cancellous polyaxial screw 22mm for 4.0mm rods. This is report 1 of 1 for (B)(4).